Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that after the insertion of a PICC line, leakage was observed from the tubing of the single lumen peripherally inserted central venous catheter. The physician discarded the leaking catheter and used another like device to complete the procedure successfully. The device was flushed before placement. No photos of the device were available for return. As reported, there were no adverse effects experienced by the patient due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation a review of documentation including the complaint history, device history record, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, a physical examination could not be completed. However, a document-based investigation evaluation was performed. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure mode. A review of the device history record for lot 9201794 found no nonconformances that could have contributed to the failure mode. It should be noted that there was one other complaint reported for this lot number, in which there was a report of a defect of ¿occluded device.¿ however, this is not associated with the issue described in this complaint. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings silicone peripherally inserted central venous catheters are not designed for power injection of contrast medium. Catheter rupture may occur. Use of a 10 ml or larger syringe will reduce the risk of catheter rupture. Precautions if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.